Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited an increase in shock lead impedances measuring up to 170 ohms. Additionally, there were stored episodes with noise that appeared to be due to electromagnetic interference (emi) however, there was no inappropriate therapy. Technical services recommended performing x-rays and finding the source of the emi. At this time, the system remains in service. No adverse patient effects were reported. Additional information was received indicating that shock lead impedances had been steadily increasing, reaching levels greater than 200 ohms. Based on this observation, the care team elected to perform defibrillation threshold (dft) testing. Initial attempts to induce an arrhythmia were unsuccessful. Ventricular fibrillation (vf) could not be induced or sustained despite the use of multiple burst pacing attempts, including varying hold-for-burst durations and external catheters with pacing trains. A different catheter was subsequently used during an electrophysiology (ep) study, which successfully induced arrhythmia. During this episode, the device oversensed the pacing train and initiated capacitor charging. An 80-joule shock was delivered however, the device was unable to terminate the arrhythmia, and external defibrillation was required to rescue the patient. The physician requested to review the episode including the delivered shock however, the episode data was not available for review. Technical services was consulted and informed the field representative that the device does not store treated or untreated episodes during an active telemetry session. Appropriate recommendations were provided. At this time, the electrode remains in service. The plan is to remove the system. No additional adverse patient effects were reported. Additional information was received which was reported that this electrode was explanted and returned. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited an increase in shock lead impedances measuring up to 170 ohms. Additionally, there were stored episodes with noise that appeared to be due to electromagnetic interference (emi) however, there was no inappropriate therapy. Technical services recommended performing x-rays and finding the source of the emi. At this time, the system remains in service. No adverse patient effects were reported. Additional information was received indicating that shock lead impedances had been steadily increasing, reaching levels greater than 200 ohms. Based on this observation, the care team elected to perform defibrillation threshold (dft) testing. Initial attempts to induce an arrhythmia were unsuccessful. Ventricular fibrillation (vf) could not be induced or sustained despite the use of multiple burst pacing attempts, including varying hold-for-burst durations and external catheters with pacing trains. A different catheter was subsequently used during an electrophysiology (ep) study, which successfully induced arrhythmia. During this episode, the device oversensed the pacing train and initiated capacitor charging. An 80-joule shock was delivered however, the device was unable to terminate the arrhythmia, and external defibrillation was required to rescue the patient. The physician requested to review the episode including the delivered shock however, the episode data was not available for review. Technical services was consulted and informed the field representative that the device does not store treated or untreated episodes during an active telemetry session. Appropriate recommendations were provided. At this time, the electrode remains in service. The plan is to remove the system. No additional adverse patient effects were reported.